Event description:
Mother was sitting in with pt when the low saturation alarm sounded on the pulse oximeter. When she checked, the ventilator was off with no alarms. She grabbed the ventilator to move it out of the way and the power came back on. She left pt on the ventilator because her saturation immediately came back up. Mother called homecare dealer and before a therapist arrived, the ventilator just stopped working again. Then started up by the time she got the backup ventilator. The therapist was unable to duplicate the failure. Pt remained conscious, sats never got below 85% . No allegations of vent causing pt harm. Unit was in use with humidifier and concentrator at time of event. Unit was also on ac power.